Event description:
The customer reported this chronic right ventricular (rv) lead was explanted during a normal battery replacement procedure for displaying high threshold measurements. A new rv lead was successfully implanted. To date, no adverse pt effects were reported.

Manufacturer narrative:
The MFR does not have possession of the lead, but is currently trying to obtain the lead and event info. The event will be re-evaluated if add'l info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.